Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) erbe to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint; an error declared on startup. Visual inspection found no significant scratches or dents; the front bezel was not cracked and the iesu erbe was in good condition.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event and confirmed the error code displayed on startup of the system. The fse replaced the integrated electrosurgical unit (iesu) erbe; the system was tested and verified as ready for use. Isi has not received the erbe that was used during this reported event; therefore, failure analysis investigations could not be performed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, there was bleeding but the integrated electrosurgical unit (iesu) erbe was not delivering energy when activated and an error code was displayed; the procedure was converted to laparoscopic. Staff attempted to troubleshoot the problem and replaced the bipolar energy cord, but the issue persisted. The technical service engineer (tse) asked for the error code, and reviewed the system logs but could not confirm the error code. The tse checked if the system in question could have been sk6507 instead of system sk6508, but system sk6507 was not connected to onsite at time of call; so the system logs could not be reviewed. The tse advised the staff that the error may reoccur at any time with continued use of the erbe, even if it cleared after a power cycle. Due to the error when using the erbe, the system was undocked and the procedure was converted to laparoscopic surgery and completed with less than a 15-minute delay. Information regarding why the bleeding occurred, the estimated blood loss or how the bleeding was resolved; is unknown. The tse informed staff that a field service engineer would be out to the site to further investigate the reported error. Intuitive surgical, inc. Has attempted to obtain additional information; however, as of the date of this report, no further details have been received.